Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The scope was returned to the regional repair center (rrc) for evaluation. The customer¿s complaint of a ¿wire exposed at the distal end and a noted sharp edge¿ were confirmed. The instrument was visually inspected externally for damage and found the raiser wire was frayed, and a single strand was protruding from the distal end and additional stands were detached from the raiser pin. The investigator reported it was unclear when these strands had broken and separated from the raiser wire. It was determined that the fatigue of the raiser caused a weakening of the raiser wire at the point of entry to the raiser mechanism. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, a scope was sent down for use in a procedure; however, it was noticed that a wire was exposed at the distal end and there was a sharp edge. The intended procedure was completed with a similar device. There was no clinical impact caused, the item was not used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, k-wire was cut due to fatigue breakdown by repeated operation of forceps elevator and raised by repeated brushing cleaning around forceps elevator and attachment/detachment of distal cover. The instruction manual identifies the following related verbiage: ¿preparation and inspection - attaching the distal cover when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety. Instructions for safe use : warning : the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning. Cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Preparation and inspection attaching the distal cover.¿ olympus will continue to monitor field performance for this device.